Event description:
Information was received from the patient regarding their external equipment. Patient reported the communicator was not working and very slow since about a month ago. Patient stated the screen gets stuck at 90% and would not move from that screen for several minutes. Agent asked patient to connect with the handset and communicator and patient said they were still waiting for an hour and thirty two minutes before the handset would deliver a bolus. Patient service assisted patient with clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.